Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that prior to a novasure endometrial ablation a hysteroscopy was done and the patient was found to have a heart shaped uterus with septum. Patient was also 8 months post partum. The hologic representative noted a novasure ablation was "contraindicated and reviewed the information with the doctor." The physician decided to proceed, but was unable to "get out of the red on the width dial" when the novasure device was inserted. The device was removed and checked outside the patient and reinserted. The cavity integrity assessment test failed. The physician reinserted the scope for hysteroscopy and thought she saw bowel. A laparoscopy was performed and the bowel was not perforated and the physician was able to cauterize the uterine perforation. The patient was discharged that day.